Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that 12 hours into 0.9% sodium chloride infusion, a leakage was observed. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report of leakage was confirmed. Visual inspection confirmed the customer's report as only the upper half of the sample was received; the tubing had separated at the lower drip chamber joint. A closer inspection did not identify any defects to the drip chamber spigot. The lower half of the set was not received and therefore it was not possible to examine the tubing to determine the level of solvent applied to the connection. The root cause of the separation was not identified.